Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records patient was revised to addressed mechanical complication of right hip prosthesis. Xrays shows the head eccentrically located up against the cup. Metallosis with dark titanium staining of the joint space. Disassociation of acetabular liner, significant wear of the titanium shell from direct articulation with ceramic head. Damage to locking mechanism caused by ceramic to metal articulation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (expiration date), d10 and h6 (clinical code). H6 clinical symptoms code: appropriate term/code not available (e2402) used to capture joint disorder. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address liner disassociation. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain. Upon revision the patient was found to have metallosis in the hip and a damaged liner from impingement. Legal claim received. Legal claim received. Litigation records received. Litigation alleges mental and physical pain and squeaking in the hip during post-operative visit. Patient underwent a revision of the acetabular component of the right total hip prosthesis due to mechanical complications. Significant surgical findings included metallosis with dark titanium staining of the joint space, dissociation of the acetabular liner, significant wear of the titanium acetabular shell and damage to the locking mechanism. Doi: (B)(6) 2015 : dor: (B)(6) 2015 (3rd revision).